Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer replaced two solenoid valves and a dilution nozzle. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 4 patient samples on a cobas 8000 cobas ise module. The doctor questioned the initial high results which prompted the customer to repeat the samples. For sample 1, the initial na result was 152.5 mmol/l. The repeat result was 136.6 mmol/l. For sample 2, the initial na result was 150.7 mmol/l. The repeat result was 132.8 mmol/l. For sample 3, the initial na result was 155.5 mmol/l. The repeat result was 136.7 mmol/l. For sample 4, the initial na result was 150.4 mmol/l. The repeat result was 140.2 mmol/l.